Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst, withdraw difficulty, and distal tip separation were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per medical opinion, ''it is likely that the moderate valve and stj calcifications, in addition to the stent implanted in the left main steam protruding struts to the left sinus could have contributed to the balloon burst''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Similarly, any physical interactions between the rigid stent struts and the balloon could have compromised its structural integrity, causing it to burst. Per the event description, withdrawal difficulty was encountered initially during system removal out of the left ventricle, which was resolved via additional guidewire/device maneuvers. It is possible that these manipulations facilitated separation of distal balloon end from proximal end (if burst radially), causing the altered distal balloon profile to catch on the sheath tip during subsequent withdrawal. If additional pull forces (excessive device manipulation) were applied to overcome the withdrawal difficulty, this could have led to further separation of distal balloon by causing it to wrap around the nose tip and remain inside the patient, as reported. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification ) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. No device or labeling problem was identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliates in belgium. As reported, this was an implant case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. Patient presented moderate valve calcification and calcifications at the sino tubular junction (stj). Also, patient had a stent implanted in the main stem of the left coronary artery with some degree of struts in the left sinus. At the end of valve deployment the commander delivery system balloon burst. Despite the balloon burst, the 26mm sapien 3 ultra valve was correctly implanted. Immediately after balloon burst a little recoil of the valve struts was observed. However, the position was ok and there was trivial aortic insufficiency. Withdrawal difficulties were found when removing the commander delivery system from the patient. Some resistance was found while removing the system from the left ventricle (lv). This was solved by changing the position of the wire, pulling back and pushing the wire, which changed the position of the system in relation to the deployed valve and we could retrieve the system out the lv. Afterwards, it was not possible to retrieve the balloon inside the esheath. The esheath deformed and formed very easily also with light pull and feeling very little resistance. It was tried than to retrieve esheath and system together, the sheath came completely out but the balloon remained half inside the common femoral artery and half outside (ie the distal tip of the balloon was still stuck inside the body). The patient had to undergo surgical cutdown of the femoral artery to remove completely the system. As per medical opinion, the root cause was not clear. But it was likely due to the moderate valve calcifications and stj calcifications. Also, the stent implanted in the left main steam of the coronary artery protruding struts to the left sinus could have contributed to the balloon burst. Moreover, the withdrawal difficulties were related to the balloon burst.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device not returned.